Manufacturer narrative:
H3: the most likely cause for the reported prosthesis wear may be secondary to patient-related conditions. However, the extent and nature of the wear cannot be confirmed as the devices remain implanted and other contributing factors to the reported sequence of events cannot be determined as no additional clinical information or radiographs were available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 6606607, 200-07-35 - advanced patella 35mm 3 peg implant, 6617803, 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, 6635734, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, correction/removal number: z-0023-2022

Event description:
As reported by the truliant knee clinical study, the patient had an initial left tka on (B)(6)2020. The patient presented with polyethylene wear without evidence of osteolysis. A poly exchange and possible femoral revision were indicated, but the patient declined surgical intervention at this time. The case report form indicates this event is definitely related to devices and unlikely related to procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported prosthesis wear may be secondary to patient-related conditions. However, the extent and nature of the wear cannot be confirmed as the devices remain implanted and other contributing factors to the reported sequence of events cannot be determined as no additional clinical information or radiographs were available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.